Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. At the end of the procedure, a type ia endoleak was observed. The physician placed a cuff at the level of the sealing rings in an attempt to resolve the endoleak, however, it was unsuccessful. Physician elected to conclude the procedure and follow-up in one month. It was also noted that an 018 wire and an 014 wire were unable to be passed through the up and over channel of the main body stent graft. Patient is reported as stable and as of the date of this report, no additional patient sequelae has been reported.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported intraoperative type ia endoleak (unsuccessfully treated with an additional aortic extension) is confirmed. The reported inability to pass a wire through the up and over channel is unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest (large) bilateral type iiia endoleaks, bilateral occlusions (within the external iliacs to the right common femoral artery), and focal occlusion (of the left common iliac) also occured which were not included in the event as reported. These findings were discovered during an examination of the CT study dated (B)(6) 2018. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. It was noted that the patient had severe, pre-existing vascular disease, which likely contributed to the reported event. In addition, the endoleak at the iliac limbs may have reduced outflow, which possibly contributed to the distal occlusions; but this could not be conclusively determined. The final patient status was reported as being in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6 patient code; remove 1924. H6 device code; remove 1354. H6 method code; remove 3263. H6 result code; remove 3221. H6 conclusion code; remove 92. Note: this report is being submitted per FDA request due to invalid cfn number previously indicated as 3008011-2018-00015.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was found to be unknown/undetermined due to the lack of medical record and imaging surrounding the event. The most likely cause of the occlusion within the device (bilateral iliac occlusion) and the stenosis of the right renal artery ostium could not be determined as well, however, the reported severe pre-existing vascular disease likely contributed to the event. The final patient disposition could not be confirmed, however, there have been no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).